Event description:
It was reported that the user repeatedly received alert 38 indicating a motor stall and an unable to proceed alert on the ilet; troubleshooting included guidance to rewind the device, which again resulted in an unable to proceed alert, and the user planned a supply change, consistent with a device failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a communications problem and traced the issue to a component failure involving the motor, consistent with a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.